Manufacturer narrative:
(B)(4). Broken suture tie post, damaged obturator cannula. The analysis results found that the h12lp device was received with one suture tie post and the olive button latch broken. Additionally, two olive buttons were received with one suture tie post broken each. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. One possible cause for the damage found on the olive, may be excessive external load placed on the device and the damage on the suture tie post may be excessive force applied after device is sutured down. However, an investigation has been initiated to address the potential root cause of adjustable plug issues. The device was evaluated for any leak issues and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: where was trocar leak coming from (from seal)?yes, the seal seemed torn as there was gas leaking when the port was moved during the procedure. Did broken seal just tear or did it separate from trocar? If it separated, did any part of seal fall into patient? If so, was seal retrieved from patient? No nothing snapped, just tear to seal.

Event description:
It was reported by the affiliate that during a laparoscopic right hemicolectomy procedure : trocar from flex tray ax58s. The piece that you attach the suture to for it to stay in place snapped. The dark grey circle came off. This was then replaced with another trocar (separately packaged). Trocar number 2 was individually packaged and again only the piece that you attach the suture to is included as this also snapped. The whole port with suture attachment as we thought the lock was broken to attached the suture stabilizer to the port, or the seal in the port was broken as it was leaking gas as he moved the port. A new instrument was used then. No further information is available. No patient consequences reported.